Event description:
It was reported that during a laparoscopic appendectomy procedure, the cartridge came out of the device when it was fired and caused malformed staples. The cartridge was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.